Event description:
The hcp removed the device system and returned it to the manufacturing for analysis. No reason for the explant was given. A follow up report will be sent when additional information is received.